Event description:
During ICD generator change implanted 6 years ago it was found that the right ventricular (rv) defib lead with the proximal portion coil was stripped at the screw which connects the lead to the generator. Physician was unable to remove the lead from the old ICD generator. Physician cut and capped the lead and implanted new generator.